Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during segmental of lung and thoracoscopy. The surgeon used the device on the 6th firing for segmental resection of lung. The surgeon clamped the tissue and pushed the green button however, the jaws opened by itself. The surgeon removed the device from the tissue, closed the jaws, pushed the green button, and tried to open the jaws by hand, and they opened easily. The surgeon stopped using the device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.